Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had issues with the infusion set. The customer's blood glucose level was almost 400 mg/dl. He took a shot and when he checked his blood glucose level was 450 mg/dl. They changed the infusion set again and bolused again. The infusions set cannula was bent. The device was not returned.